Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge detection notifications during the load process. Customer was able to successfully load a cartridge onto the pump. Customer's blood glucose level was not impacted.